Event description:
The device was being used to treat a pt who required pacing therapy. Reportedly, the pacing cable was connected and pacing was initiated successfully. However, when the device operator attempted to change the pacing settings, the device's displayed use ECG leads on the device's monitor screen and shut off the pacing circuit. The pt was not resuscitated. The reporter stated that the device contributed to the pt's outcome. No pt details were reported.